Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient noted the development of a rash beneath the sensor patch following sensor detachment. On (B)(6) 2026, the patient was evaluated by a dermatologist and diagnosed with allergic contact dermatitis. It was not specified whether diagnostic testing was performed to confirm the diagnosis. The patient was prescribed clobetasol ointment to be applied twice daily; however, the parent was unable to recall the prescribed duration of treatment. At the time of the report, the affected area had improved. Multiple attempts were made to contact the reporter for additional information; however, no further details were obtained. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).